Event description:
Customer reported via phone, some of the buttons on the insulin pump were sticking, such as the act button. The issue was documented but the device was still working. Customer is not returning the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.